Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that both of the patient¿s stimulators were malfunctioning. When the spinal cord stimulation device was turned on, even at the lowest amplitude of 0.0 volts, the patient experienced tightening of his abdominal muscles and it was overpowering everything and causing significant visible muscle contractions over the thoracic and abdominal wall that is very painful. When they turned on the spinal cord stimulation device, they saw the muscle contractions/ripples through the dermatomes from about t8 to t12 (below the umbilicus). The patient wouldn¿t allow them to turn on interstim. The patient also senses heat in the area of the spinal cord stimulation implantable neurostimulator, and the health care provider was concerned about that being a possible battery issue. After speaking with the patient¿s original surgeons, it was determined that the device turns on/off and they didn¿t see anything further that they could do. The health care provider inquired about possible reprogramming of the spinal cord stimulation implantable neurostimulator and interstim device. The spinal cord stimulation device is causing severe pain and no pain relief. The patient is unable to use the device for bowel protocol. The patient can turn the implantable neurostimulator off, but then ¿is in trouble.¿ it was noted that at some point in the last year when they were being handled by security personnel, they were put in a chair and the patient felt shocking up and down their body and since then their spinal cord stimulation has been causing intense pain and been malfunctioning and they have been losing continence. (This was noted from a surgeon¿s note documented in february of 2017.) These events had occurred in (B)(6) 2016. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-may-11. The rep met with the patient yesterday in prison and impedances were fine. They attempted reprogramming but the patient still reported muscle spasms/shocking sensation. The rep indicated that the issue had been occurring since september when the patient was put in some type of chair that can image inside a person which was believed to be some type of x-ray modality. It was reviewed that x-rays and general imaging should not interfere with the device and even if it did it should be momentary and subside after the interaction stops. The rep indicated that a different rep checked the patient but they did not mention any further details. They turned all programs to 0 volts and turned the implantable neurostimulator (ins) off. It was recommended that the patient follow up with their implanting physician after being released. No further complications were reported/are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor reported that they had continuous electrical shocking throughout their whole body. The hcp thought the patient had turned off the stimulation from the implantable neurostimulator (ins) but it was noted that the stimulation was on based on what was seen on the programmer. Impedance measurements had not been taken. The patient was on their way to the hospital. When contacted for follow up, the manufacturer's representative did not have any additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.